Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. The device was not available for evaluation and therefore the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the physical device was not evaluated, however, based on the photos provided, it is likely the event occurred when the sheath was protruded while the angle of the endoscope was severe (upmax state), which caused the internal parts (metal pipes) of the endoscope to come into contact with the sheath, causing the sheath to deform due to increased frictional resistance. The following information from the instructions for use (IFU) pertains to this event: "·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic endobronchial ultrasound (ebus). The procedure was completed using the same device without delay.

Event description:
It was reported the single use aspiration needle had a small piece missing from the green end. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.